Event description:
It was reported that a malfunction alarm with code malf 12 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support with resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any issues reoccurred.